Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis and emergency room visit. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.6, operating system: bp1a.250305.020, hardware: pixel 9, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose levels increased above 400 mg/dl after approximately 24-36 hours of pod wear on the arm. The patient stated that blood glucose levels did not decrease despite multiple correction bolus doses, prompting him to seek medical attention. The patient presented to the emergency room (ER) where he was diagnosed with diabetic ketoacidosis and high ketone levels. Treatment at the ER included intravenous therapy. The medical visit lasted approximately 18 hours and the patient returned home the following day on (B)(6) 2026.